Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 405 mg/dl. The customer stated that she delivered a bolus of 9 units for breakfast. The customer treated with the pump. The customer also had a 547 mg/dl reading after she changed the set and delivered 13.2 units. The customer was neither in the emergency room, not admitted to the hospital. The customer stated that the cannula was bent. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal.